Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon sutures used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: minerva stomatologica 2006;55(1-2):17-31.

Event description:
It was reported in journal article ¿suture in oral surgery - a comparative study¿ that oral surgery was performed and suture was used. The study was limited only to avulsion of third molars in order to confine the interindividual variability. Sutures were removed after about 7/10 days from surgery. The patient may have experienced untied or broken suture before 7-10 days. The patient may have experienced abscess resolved with antibiotic therapy, hypertrophic and hyperemic mucosa at suture removal, mucosal hypertrophy at 14-20 days, with perfect healing 90 days after surgery. Additional information has been requested.